Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported on (B)(6) 2019, patient was implanted on (B)(6) 2018 and she had ins site pain since implant. Patient met representative 2 weeks ago about this. It was noted doctor gave her pain patches to use and had a concern that the wire was on top of the battery because patient could feel a lump on it, and there was ¿definitely an issue¿ which patient would be follow up with implanting healthcare provider (hcp) on (B)(6) 2019 about, no revision was presently scheduled. Patient stated she always had difficulty charging ins, it took her 4 hours to charge which rep told her was too long. Patient could charge if she applied steady pressure to the recharger which was difficult for her, and if patient moved she would lose connection. It was noted patient met rep around (B)(6) 2018 of the recharging issues as well as the pain at the ins site at doctor appointment. Patient noted it was about 8 weeks after implant and they felt implant site pain was due to healing process. Additional information was received from a consumer on (B)(6) 2019. It was stated the patient had previous ins replacement with no issues, but physician believed this last one was defective and wanted to replace ins but needed manufacturer to cover it. It was stated patient had a lot of problems such as ins had not worked for a patient at all, and they had trouble charging, it was supposed to take 1 hour to charge but it took 3 to 4 hours. It was mentioned ins was supposed to last 7 days but it only lasted 3 days. Additional information was received from a representative on (B)(6) 2019. Rep stated they need to analyze the device once it came back and if device fall within the warranty, a device credit would be issued to the hospital. It was mentioned the facility did not have to wait for analysis because it would take some time. Additional information from another representative on (B)(6) 2019 was received. Rep stated that the doctor felt patient¿s ins was defective and it needed to be replaced but they would like the manufacturer to cover the cost. It was reviewed the warranty information and the first step of warranty process was to return the explanted device. Additional information later date from rep stated that patient was already on the surgery schedule. They stated the coverage was good and questioned if the ins might be tilted as patient had pain above ins. It was reviewed that it would be beneficial to check tablet date before deciding replace ins because it was ¿defective¿. It was reviewed check energy meter and recharge diary. No further complication and no symptoms were reported. (B)(6) 2019 (rep): additional information from representative was received. Rep stated that rep was aware of the charging session taking too long. No further complication and no symptoms were reported.